Event description:
It was reported that approx six hours after insertion of the iab, the pump experienced helium leak alarms and blood was seen entering the helium tubing. The iab was removed and a replacement was not needed. There was no patient complications.